Manufacturer narrative:
Zealand pharma adverse event (ae) assessor contacted type 2 dm, v-go 20, humalog insulin user for 2 years. Recently the patient has been experiencing skin issues; itching, redness, broken skin, scaling at the infusion site. The patient is trying to avoid itching the area. The patient wears the device on their abdomen, rotating left to right, middle to side daily. Skin is clean, dried, wiped with alcohol pad and device applied. The patient does use baby oil to help remove the adhesive tape. The patient has tried diaper cream, aquaphor, and hydrocortisone to the area. The patient's health care professional (hcp) has ordered fluocinonide cream .05%. The patient is avoiding applying the device in irritated areas. The patient has not tried cavilon or adhesive remover wipes and is willing to try. The patient is planning on trying placing the device on upper back arm. The patient does wear a continuous glucose monitoring (gcm) dexcom and does not experience any skin issues. The v-go adhesive is medical grade and hypoallergenic. Some people may have a reaction. Device contribution can not be excluded.

Event description:
The patient called v-go customer care and asked about other areas besides the abdomen that they can wear v-go. The patient reported skin irritation, itching, redness, broken skin and scaling skin at the infusion site. This happened while using v-go on their abdomen. The patient confirmed that they change sites and prepares the area properly. Those skin issues have been going on for a month. The patient has been using diaper cream aquaphor, cortisone 10, and her doctor gave them a prescription for fluocinonide cream .05%, that they mentioned that did not work. The patient reported that right now the area is still red, skin is scaling and broken and also still red and irritated. The patient indicated that they have no known allergies. The patient stated the devices in question are not available for return.